Manufacturer narrative:
H10: the reported device, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which did not confirm the reported problem. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed and no errors presented during testing of the device. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual was reviewed and has information regarding resolving anspach console errors. Accordingly, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that the surgeon abandoned the navio/converted to manual instrumentation to complete the procedure without delay and no patient impact/injury was reported. Therefore, no further medical assessment is warranted at this time. The root cause was found to be no problem found. An e2 error was reported, however an e2 error can indicate that the anspach console needs to restart, the bur is stuck and can¿t spin because of a force on it, or the drill is on safe mode (collet turned down). It is possible that any of these occurred in the case to cause the error. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a tka surgery, when trying to burr the distal femur, a flashing error showed up on the anspach console screen. The burr did not spin. The drill was unplugged and the handpiece was recalibrated, but the error showed up again. The case was aborted and the surgery proceeded with manual instruments. The patient outcome is unknown.